Manufacturer narrative:
Additional information and investigation results will be provided, if applicable. PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K011375.

Event description:
It was reported that there was an issue with the monomend sutures. Some clear sutures which were supposed to be purple were found within the packet. The consumer also stated that the suture "felt" different. This was noted prior to patient use.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch. Two complaints received at the same moment from pegasus. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock in b. Braun surgical's warehouse. We have received one open pouch, the suture has been characterized as monosyn undyed 2/0 70cm long with hs26 needle. The sample received does not correspond to the product printed in the first pack labeling which is monomend mt 2/0 36" (90cm) ds24. Root cause is still under investigation, nevertheless it is related to clean line in the winding process. The clean line was not correctly performed. Reviewed the batch manufacturing record, this product had an incidence in the manufacturing process nevertheless not related to the complaint and product was released fulfilling usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. We apologize for any inconvenience that this issue may have caused, and thank you for your collaboration. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we have opened a CAPA in order to determine root cause and actions in order to avoid this issue to happen again. Ak201777438.